Event description:
Per the clinic, the results of an integrity test (date unknown) indicated malfunction of the receiver stimulator. The patient was explanted due to the malfunction along with migration of the device. The device was explanted (date unknown) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)